Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump's keypad was unresponsive. The customer's blood glucose level was 134 mg/dl. The customer reported that his insulin pump got wet. He also reported that the insulin pump had received battery out limit. The customer was assisted in troubleshooting and it was reported that he was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify button keypad anomaly and unexpected battery power loss anomaly due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.